Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has been experiencing swelling and pain at the ipg site. It was also reported the pt has been experiencing heating at the ipg site whether stimulation is on or off. As a result, the pt will undergo surgical intervention on a later date.